Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware the hv tank was replaced. H6: additional review indicated codes d15, 17, c20 are no longer applicable to the event. Codes d02, b01, c07 apply to the system (product ID: bi70002000, serial #: (B)(6)), the inverter kit (product ID: bi71000468, serial/lot: unknown), the oil and washer (product ID: bi71000542, serial/lot: unknown), and the pcba general controller (product ID: bi71000222, serial/lot: unknown). Codes d14, b01, c19 apply to the tank kit (product ID: bi71000469, serial/lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000469 (lot: -);  product ID bi71000468 (lot: -);  product ID bi71000542 (lot: -); product ID bi71000222 (lot: -). No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempting to acquire a 3d scan, the scan would terminate mid-procedure. The manufacturing representative (rep) attempted hand switch and foot switch twice with same outcome. Case was continued by using the other imaging system at the site. There was a delay of less than one hour. There was no impact on patient outcome.